Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device logs: (occurrence date (B)(6) 2011 at 19:28:11 with drain volume of 229 ml during cycle 1). Fill volume is 100 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be false empty detect at initial drain and I-drain alarm volume was met. This issue was confirmed through review of the event history log. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.